Event description:
Customer alleges he lost a tooth from being thrown from unit when it stopped.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Manufacturer narrative:
The device was returned and evaluated. The nature of the complaint is unknown.

Event description:
Customer alleges he lost a tooth from being thrown from unit when it stopped.